Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054 implantable pacing lead, (B)(6) 2013. A sedr01 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).

Event description:
It was reported the patient was experiencing lethargy, fatigue and a cough. Patient also felt lightheaded and dizzy at times. It was determined the patient has second or third degree heart block. Follow up with the physician's office was conducted and the patient's symptoms may be related to the position of the atrial lead. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.